Event description:
It was reported that shaft break occurred. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was selected for use and advanced towards the lesion. However, the shaft was fractured during advancing. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Correction: device lot number: from 16651267 to 0016677094. Device expiration date: from 01/09/2017 to 01/20/2017. Device manufactured date: from 01/12/2014 to 01/23/2014. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter for batch 16677094 in two pieces. There was contrast in the inflation lumen. The balloon was tightly folded. Microscopic examination and tactile inspection revealed a complete hypotube separation 89cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities in the balloon material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was selected for use and advanced towards the lesion. However, the shaft was fractured during advancing. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).